Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.

Event description:
It was reported that after the surgeon implanted the plate, he found the plate was broken at the hole.